Event description:
Cellex machine attached to patient. Cellex treatment started and alarm #18 system pressure alarm x5 under 200ml whole blood processed. Therakos technical support contacted and rn advised to end treatment and give back blood collect. New treatment started on new machine with new kit. Patient's vitals checked prior to starting new treatment and they were within normal values.